Manufacturer narrative:
The phos2 reagent lot number is 75921801 and the expiration date is 28-feb-2025. A field service engineer (fse) checked and adjusted the reagent probes wash stations, and replaced the reagent probes. The fse completed a hardware check and the results were within acceptable limits. The gear pump head was adjusted. Twenty patient samples were run and compared to another module with acceptable results. Precision results were within specification. The investigation determined that the event was consistent with regent probe carryover. The service actions resolved the issue.

Event description:
There was an allegation of a questionable result from the cobas 8000 c702 module. The initial phos2 (phosphorus) result was 7.54 mg/dl, the repeat result was 3.96 mg/dl. The questionable result was not reported outside of the lab. The repeat result was confirmed to be correct.